Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the teflon pad was partially peeled. Error message u504 probe damage error was not displayed when using test devices esg-400,usg-400,td-tb400. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation of the issue of receiving u504 probe damage error message half way through the therapeutic liver resection procedure. A physical check had been performed for the device at that point, and no damage to the probe or the teflon pad was noted. However, the error u509 had persisted even after the transducer was changed. The procedure was completed by opening a new device with no further issues. There was no harm or adverse impact to the patient. The surgeon is a regular user of the device. Upon evaluation of the returned device, it was observed that the teflon pad was partially peeled. This medwatch is being submitted for the reportable issue of the partially peeled teflon pad noted during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out. 2. Due to wear of the tissue pad, the non-insulated area of the grasping section came int contact with the probe. 3. The output was activated in seal & cut mode while the non-insulated area and probe were contacting each other. This caused the probe damage error. (Error code: u504) it also caused the contact marks. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor the performance of this device.